Event description:
The hospital reported that during a coronary artery bypass procedure, the om-9000s wasn't holding onto the retractor blade properly. When they went to tighten it more, it cracked/fractured. A replacement unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the mount had been broken off the body of the device. The mount was returned along with a broken metal part. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "cracked/fractured" was confirmed. (B)(4).